Event description:
Patient discontinued duopa as he could not tolerate the tube and had multiple infections. Peg-j was removed.

Manufacturer narrative:
Reference record (B)(4) one photograph was evaluated and the following observations were made: no apparent damage was observed to the visible portions of the peg tubing. The external fixation plate is not visible in the photograph.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient began duopa therapy on (B)(6) 2020. Patient reported having a stoma site infection and was prescribed ointment triamcinolone acetonide. Patient also stated he was prescribed oral antibiotic bactrim that has been completed.